Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient's mother claimed that sensor wire remained left behind at insertion site and patient has experienced some discomfort. Patient's mother treated discomfort with vanicream. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support and patient is in good condition.